Manufacturer narrative:
The exposed portion of the soft cannula was found to be damaged and kinked. Although there was damage to the exposed portion of the soft cannula, fluid was still able to successfully pass through the fluid path and exit the distal tip of the soft cannula. No signs of leakage were found along the fluid path. No other damages or defects noted. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 220 mg/dl while wearing the pod between 4 and 24 hours. Patient reported high bg despite delivering a correction bolus; she also tested negative for ketones. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied and a correction was delivered.